Manufacturer narrative:
A ge service representative performed an onsite investigation. The connections on display panels were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported the system intermittently failed to display a fluoroscopic image. This issue will cause the system to be unusable due to the inability to see the live image. No patient death or serious injury was reported related to this event.